Manufacturer narrative:
Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: visually, the tip of the bur broke off which would have resulted in the reported event. The portion that became detached measured 0.25¿ long. When viewed under magnification, the break is consistent with shear or bending stress. The plastic insert that is placed inside the distal end of the outer tube was worn which is consistent with excess pressure applied to the bur during use. The instructions for use warns the user not use excessive force to pry or push bone with the attachment or tool during dissection, this could cause the tool to break; and to use a light sweeping motion to remove bone.

Event description:
It was reported that "after setting the tool on the drill, when the surgeon has started drilling the tool head has broken. The patient has not been involved in the accident." Additional information/clarification of the event states, "the surgeon set up the tool on the drill; before starting to drill on the patient he ran the drill to verify the setting and then he realized that the tool head was broken. The event occurred without involving the patient."